Event description:
The intraocular lens was removed and replaced without complication, at the patient's request for a different power point.

Manufacturer narrative:
Iol was received and diopter measured correct as labeled. The information received from the account and the result of our analysis reasonably suggest this is not a manufacturing related issue. The iol met all manufacturing specifications prior to release.